Event description:
Boston scientific received information that at routine device check, this right ventricular (rv) lead exhibited low out of range pacing impedance measurement. The impedance began decreasing about a year ago. Boston scientific technical services (ts) discussed troubleshooting as the function of the lead is questionable. There was some v-tachy episodes with noise noted in the logbook. The patient experiences pain when pacing occurs in the rv. The field representative will discuss with the physician. There were no adverse patient effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.